Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The caller stated that the customer's blood glucose was 480 mg/dl the evening before passing. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they no longer have the customer's insulin pump.